Manufacturer narrative:
Bci field service engineer (fse) was dispatched for this event. Customer informed fse that they had removed a clot in the eic by disassembling the eic and cleaning it. Calibration and qc data, reviewed by bci proservice, meet established criteria. Root cause is related to clot in patient sample.

Event description:
A post ion specific electrolyte (ise) modification customer contacted beckman coulter inc. (Bci) to report a fluid leak in the ise module around the electrolyte injection cup (eic). The cup overflowed when the customer primed it. The customer was wearing personal protective equipment (ppe) and performed the eic cup cleaning per procedure. The cup continued to overfolw. No effect to patient or user was reported in connection with this event.